Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that high out of range shock impedance continue to be observed. The physician will continue to monitoring. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. The local area sales representative was contacted for additional information however no further information was provided. The rv lead and ICD remain in service. No adverse patient effects were reported.

Manufacturer narrative:
--